Event description:
It was reported that the guide wire was inserted without difficulty. However when the iab was advanced over it, difficulty was encountered, and both the iab and guide wire were removed. There were no pt complications.